Event description:
It was reported after collection with bd vacutainer® sst¿ blood collection tubes the cap was discovered to be damaged. There was no patient or user impact. The following information was provided by the initial reporter, translated from chinese to english: phase: after blood collection defect: in the blood collection clinic of the laboratory department, it was found that the edge of the yellow skull was upturned quantity: 1 piece. Effects: no effect on patients and users.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged hemogard shield was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of damaged hemogard shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged hemogard shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after collection with bd vacutainer® sst¿ blood collection tubes the cap was discovered to be damaged. There was no patient or user impact. The following information was provided by the initial reporter, translated from chinese to english: phase: after blood collection. Defect: in the blood collection clinic of the laboratory department, it was found that the edge of the yellow skull was upturned. Quantity: 1 piece. Effects: no effect on patients and users.